Event description:
The dentist reported that after 8 months that the dental implant was installed in intra-oral region #5, it was verified its non osseointegration. A 32 ncm of primary stability was achieved and immediate load was not performed. Patient had low bone quality (bone type iii).